Event description:
It was reported that the lead exhibited loss of capture and high thresholds, causing the pulse generator to deplete prematurely. The lead was explanted and replaced.

Event description:
It was reported the lead was capped and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.